Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the liner and cup showing the inner and outer surfaces. The cup and liner have nicks and gouges on the outer edges and inner surface. The liner has some deformation around the inner edge and on the scallops. The outer surface of the cup has biodebris. Without product return, further evaluation of the devices cannot be conducted. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that during the surgery, the surgeon was attempting to impact the liner with the cup. While attempting to impact, the patients acetabular bottom cracked. The surgeon was unable to successfully fixate the liner and cup and decided to change to a larger cup. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 010000999 lot# 7383049 g7 screw 6.5mm x 30mm. G2: foreign: costa rica. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.